Event description:
During the lap roux en y procedure, during the transaction of stomach, the stapler was fired and did not form a complete staple line. Did not close the two side of stomach. No pt consequence. Case completed with suture.